Event description:
Customer issue was reported to the (B)(4). The information that follows was provided by the (B)(4). "During routine maintenance, the dash 2500 monitor was removed from its mounting bracket (using carry handle to support the weight of the unit). Upon turning to move to another bay - not quickly and without causing any undue stress on the handle - the handle cover broke, causing the monitor to drop approximately 1.5m to the floor. While no injury or additional damage to the monitor occurred in this instance, the potential is there for serious consequences, given that this monitor weighs 5.5kg (according to manufacturer). I believe that this problem has occurred due to poor design and flimsy construction of the handle/retaining cover assembly on this monitor. While staff education and removal of the handles may avert problems in the short-term, the only long-term solution is a re-design/strengthening of the handle/cover assembly."

Manufacturer narrative:
Per the (B)(4): "following physical inspection and thorough testing of the monitor, it was deemed safe to remain in service. This incident cannot re-occur with this monitor as it no longer has a carry handle that can give way. Clinical staff informed not to rely on handle if monitors need to be moved for any reason. An internal incident has also been logged at health service." Ge healthcare's investigation revealed the handle cover design and its strength meet the iec60601-1 standard. The manufacturing history revealed the alleged device passed all tests without any part failure during production. Reviewed rework records in 2008 and there were no handle cover broken related records. The defect part will not be returned, thus no further investigation on the specific part can be done to determine the root cause.